Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. A 28 x 3.00 rebel stent was deployed to treat the lesion. However, when the physician tried to post dilate the stent with a 3.5mm diameter non compliant balloon catheter, the stent fractured. Imaging was not performed but the stent contour showed possible stent fracture. The procedure was completed with this device. No patient complications were reported.